Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist instructed the customer to clean the reagent drains. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 2 transducer, which resolved the issue. The cause of the discordant tacr result was a malfunction of the reagent probe 2 transducer. This instrument is performing according to specifications. No further evalution of the device is required.

Event description:
A discordant, falsely elevated tacrolimus (tacr) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The operator observed the quality controls (qc) result out of range and repeated the sample on an alternate instrument, which resulted lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant tacr result.